Event description:
It was reported that the patient's daughter called in regarding the plco device that was placed on her mother the day before the call for a breast lift and abdominal plasty. She stated that the device has not been working property, nor was it placed properly. She stated that the dressing was placed in a triangle shape, with the tubing facing up, and the dressing wasn't even covering the wound and also kept flashing orange leak. She stated that she replaced the dressing herself as she saw on the plco website how it should be placed and that resolved issues until she noted that the device was no longer suctioning appropriately then she stated that her wound is leaking around the edges of the dressing. She believes this is due to the device being expired as of march 1, 2019 and produced in 2017. No patient harm or medical intervention were reported.